Event description:
It was reported that during an pfa (pulsed field ablation) procedure there was an issue interacting with a non-(B)(6) recording system, all the signals on the rsm disappeared. The cables from the generator rsm and recording system were disconnected and reconnected. Intracranial cables were directly connected to the recording system. Switching off the rsm generator and recording system. Finally starting up the rsm step by step resolved the issue. The procedure was completed successfully. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).